Event description:
Noise on rv and ff channel. Postural testing could not recreate noise. Impedance is in range. Lead remains implanted.

Manufacturer narrative:
(B)(6) 2017 - this lead was capped on (B)(6) 2017. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.